Event description:
At 14:47 hrs on 12/27/95 rptr placed this pt on cardiopulmonary support (cps). This is an emergency procedure that was required because rptr was not able to wean pt from conventional heart-lung bypass following coronary artery bypass surgery. The oxygenator in question was primed in the normal fashion and connected to the pt without incident. At about 17:00 hrs it was noted that blood flow to the pt was significantly reduced and that the oxygenator seemed to be obstructed. A second oxygenator was primed and used as a replacement. There were no further unusual problems associated with oxygenation or blood flow. Rptr rinsed it with saline the next day and placed it in the refrigerator between rooms 17 and 18 in the or. Evidence of blood clots were apparent. Rptr has called the co rep twice now without response. As of 12:30 12/30/95 rptr contacted the main co and they have promised to respond quickly.